Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch has been leaking from the filter. There were no reported patient involvement and harm.